Event description:
When the packaging was opened, it was noted that the device cutting wire was broken. The case was completed with a second device and there were no clinical consequences.

Manufacturer narrative:
.